Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized; however, error 105 was displayed on the screen. Due to this condition, the handle of the device was dissected, and the resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip was identified. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported was confirmed since the reddish material inside the pebax could be related to the issue reported by the customer; however, this cannot be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The magnetic issue is unrelated to the event reported, and the potential cause of the open circuit cannot be established. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The catheter instruction for use (IFU) recommends: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on the patient. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 20-jun-2025.